Manufacturer narrative:
The device was returned and a thorough investigation was completed. Damage to the distal portion of the cannula was confirmed through visual inspection and pictures provided. It is unknown how or when the rupture ultimately occurred, however, evidence suggests it was likely facilitated by the wireless insertion process. Due to the lack of clinical information and imaging of the initial kink that occurred inside the patient's body, the root cause of the cannula separation cannot definitively be determined. A review of the DHR was conducted and found no manufacturing issues or reworks associated with this pump lot.

Manufacturer narrative:
The impella cp was returned by the customer and an investigation of device is underway. A supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old white male patient presenting for high risk percutaneous coronary intervention (hrpci). The impella lp2.5 was selected for hemodynamic support during this procedure. The physician attempted to deliver the device into the patient's anatomy without the required 0.018" guide wire. Subsequently, the device kinked between the inlet and outlet cages. Attempts to unkink the device resulted in catheter separating inside the patient. As treatment, surgical removal of the remaining components was performed and patient continued hrpci with va ECMO support. The patient remained in stable condition.